Event description:
Elderly male with history of cad (coronary artery disease) and severe aortic regurgitation. Procedure: tavr (transcatheter aortic valve replacement). The perclose would not flush forward or return blood back. Perclose removed and new one used. No known harm to patient. Manufacturer response for device, hemostasis, vascular, perclose proglide (per site reporter). Will obtain.